Event description:
Information was received that prior to use of this smiths medical cadd administration sets, tube occlusion was noticed. It was reported that there was no patient involvement.

Event description:
Investigation results completed. Post investigation code added to cover page and file closed.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd administration sets. Once sample decontaminated ,the device was visually inspected from 12' -16" under normal lighting and visual inspecting. During this time, the bonding between the filter and ilet side and tube at 82 inches revelaed obstuction was present. Tests were performed with distilled water and complaint was verified with fluid stopping before passing filter. Other analysis was done by engineer to test manufacting of the device. Production testing of product before release revealed no malfuctions of device. Cause of event is belived to occur with operator appling excessive amount of solvent in bonding beteween spike and tube. Action that was taken for previous events as a quality alert was summoned for personal to correclty perform and detect occlusions along with reinfore inspeciton of bonding operations.